Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a procedure. According to the complainant, the balloon burst at 12 psi. The procedure was completed with another uromax balloon and the patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Reported event of "balloon burst."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a procedure. According to the complainant, the balloon burst at 12 psi. The procedure was completed with another uromax balloon and the patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned with the balloon material fully deflated. Visual and tactile analysis of the device revealed no defects of the shaft of the balloon catheter. Functional analysis revealed that it was possible to inflate the balloon to its rated burst pressure (rbp) of 20 atm and no leaks were noted.